Manufacturer narrative:
Batch review performed on 20 february 2024 lot 2201532: (B)(4) items manufactured and released on 08-jun-2022. Expiration date: 2027-may-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came reporting pain. X-rays that were taken showed that the entire glenoid build was loose in the shoulder space. Glenosphere was in place and all polyaxial screws were intact. About 1 year after the primary surgery, the surgeon converted the patient to a hemi. The surgery was completed successfully. The patient has bad rheumatoid arthritis - bone was in bad condition. Bone graft was not used during the primary surgery. No traumatic event reported and all glenoid polyaxial locking screws were intact.